Manufacturer narrative:
Additional information h6. Additional information h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was tested at the customer site for the following tests; downstream occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy. All test results were passing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused heparin on the iccu (intensive coronary care unit). The event was further described as "continuous medication was infusing at a slower rate than what was set on IV pump". This was observed during patient infusion. The primary infusion was programmed at 15u/kg/hr and a volume to be infused (vtbi) of 500 ml. The remaining vtbi on pump showed 236 ml and the actual volume left in bag was approximately 400 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.